Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for investigation. From the pictures provided it not possible confirmed the failure mode reported as clip broken. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 samples were taken from the current production p/n 544230 hemolok ml clips 6/cart 84/box lot# 73c1900300, the samples were functionally inspected, and during the inspection issue reported clip broken was not observed in the current manufacturing process. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73g1800087 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that doctor found the clips broken when loading into the applier during a cholecystectomy. The patient is fine.